Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, "[physician] contacted me and said he is in the ICU and has a patient with what he suspects is a on-x valve with a clot. Additional information indicated this patient was brought back for a replacement of the on-x valve but during a transesophageal echocardiography (tee), a clot was not observed. The implanted on-x valve was working as intended therefore the replacement was aborted. This patient was given medication.

Manufacturer narrative:
The manufacturing records could not be reviewed as patient information, serial number, nor date of implant were provided. On 1aug2023 an artivion sales representative was contacted by a surgeon who stated he was in the intensive care unit [ICU] with a patient with what he suspects is an on-x valve with a clot and wanted to know if we have specific treatment protocol recommendations. The sales representative followed- up with the surgeon and was able to gather some further information, specifically that the patient went to surgery to replace the valve and they performed a transesophageal echocardiogram (tee) prior to the surgery, and they did not see a clot and verified that the valve was working and so the surgery was aborted. According to the surgeon the patient was treated with argatroban followed by heparin, although no treatment timeline and course was provided so we are unsure if this was prior or after the tee. No patient specifics were provided to include medical records, name, date of birth, valve serial number or any other factors to confirm and identify the valve as an on-x valve. At this point we only know that the surgeon suspected the valve was an on-x, but we are unable to confirm this. In addition, we are unable to confirm the original diagnosis of suspected thrombosis. Without any records for review, we are unable to arrive at a conclusive root cause, however the most common cause of valve thrombus in this situation is inadequate anticoagulation. Thrombosis is a rare, but a known potential complication of prosthetic valve replacement occurring at a historical rate of 0.2% per patient-year for mechanical mitral heart valves [iso 5840-2:2021 (e)]. It is recognized as a potential adverse event for any mechanical valve along with the potential for reoperation and explantation [IFU]. At this point we only know that the surgeon suspected the valve was an on-x, but we are unable to confirm this. In addition, we are unable to confirm the original diagnosis of suspected thrombosis as according to the communication received from the hospital there was no thrombus on the valve at the time of the tee and the surgery was aborted. The definitive root cause of the suspected thrombosis is unknown considering the very limited information provided. However, the most common case of valve thrombus in this situation is inadequate anticoagulation. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, "[physician] contacted me and said he is in the ICU and has a patient with what he suspects is a on-x valve with a clot. Additional information indicated this patient was brought back for a replacement of the on-x valve but during a transesophageal echocardiography (tee), a clot was not observed. The implanted on-x valve was working as intended therefore the replacement was aborted. This patient was given medication.